Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of a no delivery alarm on their insulin pump. Customer's blood glucose level was 311mg/dl. The customer's level had been as high as 581mg/dl. The customer states they treated the high with the manual injection. The customer's most current level was 153mg/dl. The customer declined to troubleshoot for the highs. The customer states the alarm was resolved by complete reservoir and set change. The customer states they have tried different lot numbers but still received the no delivery alarm.